Event description:
Laparoscopic cholecystectomy - (B)(6) had locked grasper onto the gall bladder for the purpose of tension allowing the surgeon to dissect gall bladder from the liver. Upon completion, (B)(6) could not release the trigger lock. (B)(6) proceeded to manipulate the trigger but the trigger broke with grasper still locked. (B)(6) then decided to dismantle the handle in order to free grasper tip from gall bladder. Pt is safe."

Manufacturer narrative:
Add'l lot# 1141462. The incident device anticipated to return. A f/u report will be provided within 30 days or upon completion of investigation.